Manufacturer narrative:
Additional narrative: (B)(4). Reporter¿s complete mailing address is unknown. Reporter¿s phone number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(4) that the battery handpiece device was making a strange noise. This event did not occur during surgery. The reporter stated that the event occurred before use on a patient. Therefore, there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.